Event description:
Case description: patient's height, weight and body mass index was not reported. Investigation results: name: tresiba flextouch u100, batch number: mp5d271 no complaint sample was received for investigation; however, pictures and/or video were received. The pictures/videos were examined but no conclusive investigation could be made based on them. The number of complaints on the batch was evaluated and relevant actions were taken. Novofine needle - batch unknown no complaint sample was received for investigation; however, pictures and a video were received. The pictures/video were examined but no conclusive investigation could be made based on them. Since last submission, the case has been updated with the following information: -investigation results updated. -annex b, c, d, and d updated. -narrative has been updated accordingly. Final manufacturer's comment: 03-aug-23: the suspected device tresiba flextouch has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of tresiba flextouch. Since product handling error such as needle reusage and storing the device with needle attached can affect the functionality of device, reported events could be attributed to incorrect handling of device. 03-aug-23: the suspected device novofine needle has not been returned to novo nordisk for evaluation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Since product handling error such as needle reusage and storing the device with needle attached can affect the functionality of device, reported events could be attributed to incorrect handling of device. Company comment: diabetes mellitus aggravation and diabetic ketoacidosis are assessed as listed events according to the novo nordisk current ccds in tresiba flextouch. Relevant information on lab test results and investigation of faulty device is unavailable for complete assessment. Since product handling error such as needle reusage and storing the device with needle attached can affect the functionality of device, reported events could be attributed to incorrect handling of device. This single case report is not considered to change the current knowledge of the safety profile of tresiba flextouch. H3 continued: evaluation summary. Novofine needle - batch unknown. No complaint sample was received for investigation; however, pictures and a video were received. The pictures/video were examined but no conclusive investigation could be made based on them.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) progression of the disease [diabetes mellitus] ketosis and progression of the disease [diabetic ketosis] hospitalized because the pen did not work, product does not administer the dose [device failure] plunger is observed out of place [device issue] almost always felt dizzy [dizziness] as indicated, for 4 days she used the same needle [multiple use of single-use product] leave the needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from paraguay was reported by a consumer as "progression of the disease(diabetes mellitus progression)" beginning on (B)(6) 2023, "ketosis and progression of the disease(diabetic ketosis)" beginning on (B)(6) 2023, "hospitalized because the pen did not work, product does not administer the dose(device failure)" beginning on (B)(6) 2023, "plunger is observed out of place(device component detached)" beginning on (B)(6) 2023, "almost always felt dizzy(dizzy)" with an unspecified onset date, "as indicated, for 4 days she used the same needle(needle reusage)" with an unspecified onset date, "leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 32 years old female patient who was treated with tresiba flextouch 100u (insulin degludec 100 iu/ml) from (B)(6) 2018 and ongoing for "type 1 diabetes mellitus", novofine (needle) from unknown start date for "device therapy", patient's height: 157 cm. Patient's weight: 61 kg. Patient's bmi: 24.74745430. Dosage regimens: tresiba flextouch 100u: (B)(6) 2018 to not reported, not reported to not reported (dosage regimen ongoing). On (B)(6) 2023, patient had diabetic ketoacidosis, was almost in a coma, could not breathe, vomited, had tachycardia. It was reported that patient changed the insulin (not specified if it was changed to another tresiba device or switched to another product). Since an unknown date patient almost always felt dizzy. It was reported that on an unknown date the plunger came out of its position again (further details were not specified). On (B)(6) 2023 the outcome for the event "ketosis and progression of the disease (diabetic ketosis)" was recovered. The outcome for the event "almost always felt dizzy(dizzy)" was not recovered. Investigation results: name: tresiba flextouch u100, batch number: mp5d271 no complaint sample was received for investigation; however, pictures and/or video were received. The pictures/videos were examined but no conclusive investigation could be made based on them. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. The batch documentation and equipment log was reviewed. The batch documentation has been reviewed and found to be normal. Since last submission the case have been updated with the following: new event added (almost always felt dizzy). Qc result and qc comment added for tresiba flextouch. New annex b codes added for tresiba flextouch. Narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2023-00092. Reference notes: medwatch 3500a MFR. Report number.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) progression of the disease [diabetes mellitus]. Ketosis and progression of the disease [diabetic ketosis] .because the pen did not work, product does not administer the dose [device failure]. Plunger is observed out of place [device issue]. As indicated, for 4 days she used the same needle [multiple use of single-use product]. Leave the needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from paraguay was reported by a consumer as "progression of the disease(diabetes mellitus progression)" beginning on (B)(6) 2023, "ketosis and progression of the disease(diabetic ketosis)" beginning on (B)(6) 2023, "hospitalized because the pen did not work, product does not administer the dose(device failure)" beginning on (B)(6) 2023, "plunger is observed out of place(device component detached)" beginning on (B)(6) 2023, "as indicated, for 4 days she used the same needle(needle reusage)" with an unspecified onset date, "leave the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 32 years old female patient who was treated with tresiba flextouch 100u (insulin degludec 100 iu/ml) from (B)(6) 2023 and ongoing for "product used for unknown indication", , novofine (needle) from unknown start date for "device therapy". Dosage regimens: tresiba flextouch 100u: (B)(6) 2023 to not reported, not reported to not reported (dosage regimen ongoing); novofine: current condition: type 1 diabetes mellitus (duration not reported). Treatment included - insulin. On an unknown date it was observed that the pen did not work. Patient made at least 3 attempts, where the product does not administer the dose and it was presumed that the plunger was observed out of place. On (B)(6) 2023, the patient started with the tresiba new units. After 4 days, on (B)(6) 2023 patient arrived at hospital in critical condition due to ketosis and progression of the disease. Patient received a drip of insulin. On (B)(6) 2023 patient was discharged from hospital and to date patient continued with the product but another unit but that checks if it was being administered. Batch numbers: tresiba flextouch 100u: mp5d271, asku. Novofine: requested. Action taken to tresiba flextouch 100u was reported as no change. The outcome for the event "progression of the disease(diabetes mellitus progression)" was not reported. The outcome for the event "ketosis and progression of the disease(diabetic ketosis)" was not reported. The outcome for the event "hospitalized because the pen did not work, product does not administer the dose(device failure)" was not reported. The outcome for the event "plunger is observed out of place(device component detached)" was not reported. The outcome for the event "as indicated, for 4 days she used the same needle(needle reusage)" was not reported. The outcome for the event "leave the needle attached to the pen in between injections(device stored with needle attached)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: preliminary manufacturer's comment: 05-jul-23: the suspected device tresiba flextouch has not been returned to novo nordisk for evaluation. No conclusion is reached. Product handling error such as needle reusage and storing the device with needle attached can affect the functionality of device. Relevant information on clinical event leading to hospitalization is unavailable. Company comment: diabetes mellitus aggrevation and diabetic ketoacidosis are assessed as listed events according to the novo nordisk current ccds in tresiba flextouch. Relevant information on lab test results and investigation of faulty device is unavailable for complete assessment. This single case report is not considered to change the current knowledge of the safety profile of tresiba flextouch.